Manufacturer narrative:
(B)(4). There is no sample to return.

Event description:
It was reported via a hot line call. The biomed called to report that the pump "was not getting any helium to flow" and no alarms were reported to biomed with the scenario. The biomed would like to speak to the technical support. The clinical support specialist explained that she is the registered nurse on call and would have the field service rep. Contact him. Per the field service report #(B)(4). Symptom reported that no gas was going into balloon. Pump switched out quickly with no patient complications. Action taken: checked operation no problem found. Demonstrated to staff how plugging in balloon connector after pressing "pump on" will result in the pump displacing only 2.5cc's fcn: 1416, software level: 2.24 op = on patient unconfirmed.

Manufacturer narrative:
Qn#(B)(4). Evaluation: no iap parts or recorder strips were returned to teleflex (B)(4) facility for evaluation. The pump was checked by field service representative and no problem found with the pump. The fsr demonstrated to hospital staff how plugging in balloon connector after pressing "pump on" would result in the pump displacing only 2.5cc. The reported complaint of "iabp was not getting any helium to flow and no alarms" is not confirmed. We will continue to monitor for any developing trends.

Event description:
It was reported via a hot line call. The biomed called to report that the pump "was not getting any helium to flow" and no alarms were reported to biomed with the scenario. The biomed would like to speak to the technical support. The clinical support specialist explained that she is the registered nurse on call and would have the field service rep. Contact him. Per the field service report #l611256: symptom: reported that no gas was going into balloon. Pump switched out quickly with no patient complications. Action taken: checked operation - no problem found. Demonstrated to staff how plugging in balloon connector after pressing "pump on" will result in the pump displacing only 2.5cc's. Fcn: 1416, software level: 2.24. Op = on patient. Unconfirmed.